Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The performance of the lead fragments under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that low sensing and high pacing thresholds were noted on this lead beginning about one year after the implantation. Home monitoring was activated. During the last follow-up in (B)(6) 2014 the pacing threshold worsened again and the lead was removed. No adverse patient side effects were reported.